Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 60% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion contained >45 and <90 degrees bend. Following pre-dilation was performed with a 2.5x8 balloon catheter, a 38 x 3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. A promus premier ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the mid-section of the sent, a stent strut was lifted. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.